Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was intermittently unresponsive and the symbols were worn. The reporter denied evidence of moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the keypad was intact with no evidence of peeling. All buttons on the keypad responded properly. Contamination was found under all of the button contacts when the keypad was removed. The symbols on the keypad were worn. Unrelated to the original complaint, the display had a dim and discolored lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.